Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details, the reported condition of the device continuing to run with the safety on could not be duplicated. Service replaced a bad ball bearing and did a clean, lube, and adjustment to the device. The saw was returned to the customer.

Event description:
It was reported that the handpiece continued to run with the safety on. There was no pt involvement. There were no adverse consequences reported as a result of this event.